Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a, lot# n342735, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for other non-malignant pain and spinal pain. It was reported the ins site feels like the leads are pulling on her battery pack. This started two years ago but has become worse in the past 6 weeks following her grand-daughter jumping on the patient, right over the battery pack. The patient also complained of pain between her shoulder blades for the past 6-7 months where the leads are located. The patient is primarily worried if anything is ¿loose,¿ so the representative will run impedance when they meet with patient on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that impedances were tested and were normal. They stated that the patient saw the physician assistant, who ordered x-rays to be taken of the patient¿s ins site and thoracic spine. All information was confirmed to the account. No further complications were reported or anticipated at this time.